Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm and a no delivery alarm during the prime. The blood glucose reading was 149 mg/dl. He stated that the insulin pump had not been dropped, bumped, or exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.